Event description:
Related manufacture reference number: 2017865-2023-93340. It was reported that the patient presented remotely via merlin.net. Upon interrogation, it was noted that the patient's atrial and right ventricular lead exhibited noise oversensing. Both leads were explanted and replaced on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise oversensing was not confirmed. As received, a partial lead was returned in one piece for analysis. Electrical testing, visual inspection, and x-ray examination did not find any anomalies except for procedural damage.